Event description:
It was reported that (1) atw35 was used during an unknown procedure. It was reported by the affiliate that there was staple line leakage. Opened another device to complete the procedure. No adverse pt outcome.